Event description:
It was reported that an ozark fixed screw at c4 fractured post-operatively. Revision surgery will not be performed.

Manufacturer narrative:
Device remains implanted in patient.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the screw associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no similar complaints were identified. Initial report states an ozark screw failed at c4, the top level of a corpectomy construct. It was reported that the patient will not be revised and that only one screw fractured. No trauma was experienced by the patient. No additional patient information was available. X-ray provided confirms that one cranial screw fractured. The x-ray provided was taken after event occurred. No post-op/pre-event x-ray was available to review. Cranial end of plate is not contacting the anterior surface of the vertebral body in the post-event x-ray. It cannot be confirmed if the plate was touching vertebral body after initial procedure. Ozark view and guide surgical technique was reviewed: ¿the plate should sit flush on the vertebral body. Excessive forces may be experienced by the screws if the plate is not in contact with the vertebral body¿. ¿these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing.¿ due to lack of product information and device not returned, an exact cause of the reported event of the screw fracture cannot be conclusively determined at this time.

Event description:
It was reported that an ozark fixed screw at c4 fractured post-operatively. Revision surgery will not be performed.